Event description:
It was reported that during a tonsillectomy procedure, the lips of the pt have been burnt by the axis of the instrument. The case was completed by using the same device. No protective sheath was used. Pt consequence was reported: second degree burn on the lips.

Manufacturer narrative:
Info not available, device not returned for analysis.